Event description:
The pt was found unconscious and paramedics were called. The suspect device was used about five minutes before the paramedics arrived and the blood glucose result obtained was 112mg/dl. Upon arrival, the paramedics tested the patients blood glucose on paramedics device and it was <40mg/dl. The paramedics gave pt two glucagon tablets and took pt to the hospital. The hospital also gave pt two glucagon tablets and kept pt for 4-5 hours for observation prior to release. The test strips in use were thrown away by the pt and the lot number is unavailable.